Event description:
The facility rep reported a pump observed that failed to alarm during an occlusion. This event occurred at an unk time. No pt injury or medical intervention was reported. No add'l info is available.

Manufacturer narrative:
The pump has been requested for eval. A f/u medwatch will be filed when the device has been received and evaluated.